Event description:
Caller reported a minimum fill notification and attempted to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level as a result of the issue. Tandem technical support instructed the customer to clean the device and guided them through filling and loading a new cartridge. Although the customer initially declined assistance and tried reloading the cartridge twice on their own, they eventually successfully loaded a second cartridge onto the pump and resumed insulin delivery.